Event description:
Court summons received stating that the plaintiff "saw multiple dark spots forming on his skin where the cast was covering between his knee and ankle. These spots are, to this day, present on his leg nearly nine (9) months after being wore the cast for the last time." Product not returned for evaluation or review. No additional info received from pt, attorney and/or clinician regarding additional details of incident. Complaint indicated event caused or contributed to permanent impairment, injury or death.